Manufacturer narrative:
A ge rep evaluated the system and replaced the ps2 power supply, a connector, the back plane, I/o board, and node board. The system operates as intended.

Event description:
The customer reported that there was an error message and the system intermittently would not work. The field engineer noted that the system intermittently locked up and wold not fluoro. There is no report of injury or death associated with the event described in this complaint.